Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. 1. Could you please clarify how long was the delay (hours/minutes)? 2. Could you please clarify if there were any patient consequences? 3. Could you please clarify if was any change in the post-operative care of the patient as a result of the event? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during an unknown procedure, the stapling did not activate when activating the trigger. Time of anastomosis requiring additional handling. Battery replacement in the first time: inconclusive. Obligation to position a new device to perform the anastomosis.

Manufacturer narrative:
(B)(4). Date sent: 09/21/2022.

Manufacturer narrative:
(B)(4). Date sent: 10/17/2022. D4: batch # 723a91. Additional information was requested, and the following was received: were there patient consequences as a result of this incident? Nope. How long was the procedure extended following the incident? 30 minutes. Investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one cdh29p device was returned with no apparent damage. The anvil was received with a cut washer and there were staples present in the device. Due to staples present on the device is possible that the returned anvil does not belong to the returned device since anvils are interchangeable with the same product. When the test battery was installed, the green checkmark was not illuminated, indicating that the device was not fired. During the functional test, an attempt to fire the device throughout the firing range was unsuccessful. The device was disassembled to verify the condition of the internal components. Upon disassembling, evidence of corrosion was noted on the gearbox assembly, bulkhead contacts, and wire harness assembly. No functional testing could be performed due to the returned condition of the device. One possible cause for this condition may be exposure to cleaning solutions. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.